Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the event. The patient¿s pd culture yielded growth of staphylococcus epidermis which a bacterium known to reside on human skin. Therefore, the patient¿s peritonitis can be reasonable attributed to touch contamination, as reported by the pd nurse. Touch contamination is a well-known risk factor for peritonitis is not an uncommon finding. It was reported the patient was experiencing cycler alarms and was switching between cycler assisted and manual pd exchanges which contributed to touch contamination and subsequent infection. However, the patient reportedly has poor drains from the pd catheter (not a fresenius product) and is being evaluated for possible bowel obstruction that could be impeding catheter flow which is probably what caused the cycler alarms during the pd treatment. Proper aseptic technique during pd exchanges mitigates the risk of infection and is part of the user¿s instructions for use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked message. During the call the pdrn requested for the cycler to be replaced as there was blood notice in the patient line. Upon follow up, the pdrn stated that the patient experienced peritonitis. The pdrn stated that the peritonitis was due to touch contamination since the patient was switching from ccpd to capd because of cycler alarm issues. The patient was not hospitalized. The pdrn stated that the blood was due to the cycler pulling hard. The pdrn stated that the patient did not medical intervention for blood loss. The patient is currently performing capd while being treatment for peritonitis. The patient did have a culture taken which was positive for peritonitis, the organism was staphylococcus epidermidis. The patient was prescribed antibiotics, cefazolin, ip for 3 weeks. There are no cassettes available to be returned to the manufacturer for physical evaluation. The patient received their cycler replacement and the old cycler has been picked up. Additionally, it was reported the patient has poor drains from the pd catheter (not a fresenius product) and is being evaluated for possible bowel obstruction that could be impeding catheter flow.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.